Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy never worked from time of implant. She was going more to the bathroom, and it was worse then before she had the implant. The patient went to a post operative appointment before the doctor left for vacation on (B)(6) 2021. The doctor told her she should feel the stimulation in the vaginal area and anus. He asked her where she was feeling it and she said from the butt to the leg. He explained that the patient needs to feel the stimulation in the right area. He tried different programs. He told her to leave it for a week and then see the nurse. She said, it was horrible she could feel it in the butt and the bottom of the leg. She did not feel it in the vaginal or anus. She could not sleep because of the tingling in her leg. She called the nurse on (B)(6) and she went in and was seen by the nurse. The nurse tried all the programs. The nurse left it and it was a little better but not 100%. The patient made an appointment with a representative for august he thinks the (B)(6). That was the soonest she could see him because he only comes to the doctor's office twice a month. Patient said the doctor doesn't want her feeling the stimulation in the legs because he doesn't want her damaging the nerves. Patient wanted patient services to help her lower the stimulation because currently the tingling comes and goes all day long continually, and there are periods of time where it is uncomfortable for extended periods of time. Patient said there are periods of when she feels the tingling when she goes from sitting to standing. Patient services explained that is probably do to movement and the lead moving closer to the nerve. Patient said she was at program 3 at 1.1 volts and she had lowered it to .9 volts but still has periods of where she is uncomfortable. On the call she lowered the stimulation to .8 volts. Patient said that it feels better and she doesn't feel the uncomfortable tingling. She laid down and didn't feel it, and laying down on her right side she did feel it but not as annoying. Patient said she will leave it as is. If it becomes annoying she knows how to lower it a level. On 2025-02-20 additional information was received from the patient. They called back and reiterated that they still had incontinence. The patient stated it had been very difficult for their healthcare provider (hcp) to find/hit them on the right nerve, and last time went to their hcp, the hcp sent the patient for an x-ray of their "butt on the side" and what the hcp saw was that the lead was a little "off line" so the hcp told the patient they would need to go in for another outpatient procedure and the hcp would try to "line it up" but the patient did not go to that procedure. Patient services reviewed registration showed that the patient received another lead later that same year and the patient stated again that they'd never gotten another lead. The patient further clarified and stated that they had wanted to have it done and they told their hcp they would call about it to try to get it done but that they were going through another issue at home, that their husband had been very sick and they didn't want to have the procedure at that time so they hadn't had it and now they'd fallen and had a contusion on their dominant hand and they needed to review information for MRI because they saw on their ID card that the MRI eligibility was conditional so they wanted to know what that meant and they needed an MRI as soon as possible. Patient services reviewed with the patient they would need to check their MRI mode and was going to tell the patient to follow up with their hcp to confirm their registration depending on what MRI mode showed, however the patient disconnected the line. Patient services wasn't sure if the disconnect was intentional or accidental and tried calling the patient back but it went to voicemail so a message was left. Patient may call back. Patient services also called patient registration to double-check patient's registration and patient registration c onfirmed registration showed the patient's first lead was partially removed when their second lead was implanted at a later time that year. This is conflicting information from what the patient is reporting. If patient calls back, patient services was hoping to review MRI mode with the patient and check what the patient's eligibility is.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2fguc product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) ubd: 08-mar-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.